Event description:
Reporter indcated that patient had to go to the emergency room in 2002 because of increased heart rate (230 beats per minute) that caused pt to pass out. The patient's ncp system was programmed to on approximately 3 weeks post-implant but was programmed to off in 2002 during pt's emergency room visit. The patient was discharged from the hospital that same night and has reported no further cardiac problems since the device was programmed to off. There have not been any recent medication changes and the patient reports that they did not do anything out of the ordinary on the day of their emergency room visit. Further follow-up revealed that the patient's device was programmed back to on. The physician indicated that the patient is fine and has had no recurrence of tachycardia.